Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos along with the physical sample were provided to our quality team for investigation. Through visual inspection of both the photos and returned device, no damage or defects were observed. Functional testing was performed, connecting the l-connector to an infusion bag. Pressure was applied to the bag in attempts to recreate the reported incident, the l-connector remained fully attached, no disconnections or leakages were observed. Dimensional testing was completed on the returned product, including proper spike diameter, verifying all critical dimensions were within required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. A device history review was performed for reported lot 2301212, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd phaseal ¿ l connector c90j the spike was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer's report is that the l connector and the infusion bag were disconnected. The l connector attached to the infusion bag fell off in the ward. The disconnection happened during transport of the bag.

Event description:
It was reported while using bd phaseal ¿ l connector c90j the spike was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer's report is that the l connector and the infusion bag were disconnected. The l connector attached to the infusion bag fell off in the ward.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.